Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider reported that a power on reset (por) code was displayed on the patient programmer. It was a warning por. They were unable to clear the por with the patient programmer. It was reviewed that intervention with a clinician programmer may be required and the patient was redirected to their managing hcp. No patient symptoms were reported and no further complications were anticipated. The indication for implant was post laminectomy pain and spinal pain.

Event description:
Additional information received from the healthcare provider indicated that their system only showed that the patient did a sleep study; they had no further information regarding the patient¿s device or managing physician. Information received from a different healthcare provider indicated that a manufacturing representative met with the patient on (B)(6) 2017. They stated that they reset the patient¿s device, cleared the error message, and put it in MRI safe mode. They noted that the reason that the patient¿s device was not working was because they did not need to use it anymore, thus they stopped charging the device. The patient weighed (B)(6) pounds. The patient had not contacted anyone at their clinic since then. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the device was turned off because the patient was not in pain anymore since they lost weight. The patient mentioned they talked to their doctor about getting it taken out, but their healthcare professional (hcp) told them they are better off leaving it in due to the patient¿s degenerative arthritis. The patient mentioned they saw a manufacturer¿s representative (rep) in may and the rep placed them in MRI mode because the patient had unrelated arm surgery. The patient went for an MRI and was turned away because they could not get it into MRI mode, so they rescheduled and sent a rep to help. The patient said they did some ¿fenagling around¿ and were successful and the patient had the MRI. No further complications were reported.